Event description:
It was reported that when using the bd pyxis¿ es server an alert was identified for prdinthcappdbm1 indicated that the server was not sending data. Further investigation was required to check all outbound interfaces from pyxis to determine if any services needed to be refreshed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server stopped sending data. A technical support specialist (tss) ran a downtime query on the application server and confirmed there were no message delays, with xml messages current and disconnected flags on carefusion coordination engine (cce) showing 0 (null). The customer reported that zpm messages were not crossing over to cce and stated that the hospital information technology (it) department confirmed no issues observed. The tss proceeded to restart the cce services, system, and plugins. The customer later confirmed that the issue was resolved and that messages were successfully crossing over. The system functioned as intended after the technical support specialist troubleshot the device.